Event description:
I was tested for ccsvi using a CT scan and ultrasound. The CT scan showed a major blockage in my azygos vein in my chest. The blockage in my azygos vein was treated using balloon angioplasty. Two days after the treatment my hands, which normally were blue and cold, turned pink and were warm. After a couple of months my dr was able to lower the amount of baclofen from my baclofen pump by 40 percent due to reduced spasticity.